Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set disconnected from a non-baxter angiocatheter, leading to a leak of contrast and blood. This occurred during power injection of contrast at 4ml per second using a non-baxter power injector. There was no patient injury or medical intervention associated with this event. No additional information is available.